Manufacturer narrative:
Insulin pump was received with pump error alarm during rewind due to jammed motor gearbox. (B)(4)..

Event description:
Information received by medtronic indicated that the insulin pump received and insulin pump error alarm which happened more times after rewinding the insulin pump. The customer was able to clear thier alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.